Event description:
The hcp reported the patient has been experincing dysphoria and hysteria. The hcp stopped the pump and changed the solution to saline. The patient wants the pump replaced to "feels pump malfunctioning>'